Event description:
This is a spontaneous consumer report from (B)(4) of peritonitis. In (B)(6) 2010, the patient began peritoneal dialysis (pd) treatment. On (B)(6) 2010, the patient developed peritonitis and was hospitalized the same day. On (B)(6) 2010, a peritoneal effluent culture was performed with unknown results. On (B)(6) 2010, the patient was treated with loading dose intraperitoneal (ip) injection of vancomycin 1gm, and continuing ip injections of tazact 4.5gm. At the time of this report, the patient remained hospitalized and the peritonitis was resolving. The root cause of the peritonitis was unknown. Pd therapy was ongoing concomitant medications were not reported. The reporter believed the event of peritonitis was not related to pd therapy. Additional information received (B)(4) 2010 by a baxter employed nurse. On (B)(6) 2010, a peritoneal effluent culture was performed which revealed (B)(6). On (B)(6) 2010, remedial treatment with tazact ended. On the same day, the pd catheter was removed and pd therapy was discontinued. On (B)(6) 2010, the patient was discharged from the hospital. The outcome of the event of peritonitis with culture positive for (B)(6) was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown.